Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 400 mg/dl. The customer also reported insulin pump had failed battery alarm. Customer stated insulin pump alarmed battery failed after inserting new battery. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.